Event description:
Executive escalation message: I am a 30+ year medtronic insulin pump user experiencing a serious problem that began immediately after a replacement pump was issued on (B)(6) 2025. Since then, cgm sensors that normally last about 7 days consistently fail after only 2-4 days, despite multiple sensor replacements and a transmitter replacement. Because the pump was the only component changed when the problem began, it appears to be the only remaining variable that could explain the repeated sensor failures. I respectfully request urgent review of this case by medtronic's device quality or engineering team. Patient information location: israel device: medtronic minimed 780g insulin pump model: mmt-1866, serial number: (B)(6), user history: medtronic insulin pump user for more than 30 years. Issue summary after receiving a replacement insulin pump on (B)(6) 2025, cgm sensors began failing prematurely. Sensors that normally last approximately 7 days now consistently stop functioning after only 2-4 days. The issue began immediately after the replacement pump was issued. Date event (B)(6) 2025 replacement pump issued (vibration alert failure on previous pump) immediately after sensors begin failing after 2-4 days instead of about 7 days (B)(6) 2025 requested transmitter replacement through medtronic israel (B)(6) 2025, repeated sensor failures while traveling in thailand (B)(6) 2025, replacement sensors provided (B)(6) 2025 transmitter replacement approved (B)(6) 2026 additional sensors provided (B)(6) 2026 additional sensors provided - issue persists. Troubleshooting already attempted, multiple sensor replacements, transmitter replacement, different insertion sites - following medtronic troubleshooting instructions, technical observation - the only component that changed when the issue began was the replacement pump issued on (B)(6) 2025. Sensors previously lasted the full expected 7-day duration. Because both sensors and the transmitter have already been replaced, the pump itself remains the only remaining variable that could explain the repeated failures. Accessibility barrier and communication challenges; the patient is deaf and cannot easily communicate through phone-based support. In the united states medtronic support was accessible through video relay service and there was typically a representative available 24 hours a day. In israel, support often asks patients to leave a message and wait for a call back rather than having a representative immediately available. This delay creates additional difficulty for a deaf patient who must rely on family members or interpreters to communicate about an urgent medical device issue. Patient safety concern reliable continuous glucose monitoring is essential for safe diabetes management. Repeated premature sensor failure reduces the ability to monitor glucose trends and may increase the risk of undetected hypoglycemia or hyperglycemia. For this reason, this situation should be reviewed as a potential patient safety concern. Requested action - review by medtronic product quality or engineering team. Formal device quality investigation, escalation with medtronic israel management, evaluation of the replacement pump and consideration of replacement if needed. Submission channels medtronic corporate patient relations: (B)(4) medtronic contact form: https://www.medtronic.com/us-en/about/contact-us.html FDA medwatch device report: https://www.FDA.gov/medwatch israeli ministry of health complaint: https://www.gov.il/he/departments/general/public_complaints better business bureau complaint: https://www.bbb.org/file-a-complain dr. (B)(6). Pt code: 4582. Device codes: 1535, 2917. Ref: mw5185504, mw5185505, mw5185507.